Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer the new version of micron filter is leaking for some patients could not be verified due to the product not being returned for failure investigation. A device history record review for model # mx9171 and lot number 22119035 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ 1.2 micron filter infusion set leaked during the tpn and intralipid infusion. The following information was provided by the initial reporter: "it was brought to my attention the new version of the 1.2micron filter is leaking for some patients. We have a neonate in the pcicu who is on tpn and intralipids and the filter leaked several days in a row, even after changing the filter. The PICC lumen that the fluid is running in is much smaller than most pediatric patients, but these lines are also found in the nicu... The clear packaging is our previous filters which we have not had any issues with and the white paper packaging in the new filter that leaked. We found a handful of the clear packaging ones and have been using them since friday and have had no issues. Bringing it up to the forum for further discussion, being its an infection risk."

Event description:
It was reported that the unspecified bd¿ 1.2 micron filter infusion set leaked during the tpn and intralipid infusion. The following information was provided by the initial reporter: "it was brought to my attention the new version of the 1.2micron filter is leaking for some patients. We have a neonate in the pcicu who is on tpn and intralipids and the filter leaked several days in a row, even after changing the filter. The PICC lumen that the fluid is running in is much smaller than most pediatric patients, but these lines are also found in the nicu. The clear packaging is our previous filters which we have not had any issues with and the white paper packaging in the new filter that leaked. We found a handful of the clear packaging ones and have been using them since friday and have had no issues. Bringing it up to the forum for further discussion, being its an infection risk."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.